Event description:
No telemetry with the programmer was reported. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reach end of life (eol) with a voltage of 2.66 and charge times of 33 seconds. No adverse patient effects were reported.

Manufacturer narrative:
The reported communication anomaly was confirmed and was due to a low battery voltage. Bench, automated electrical test system, temperature and humidity testing was performed. No anomalies were found. All functional measurements and battery current drain measurements were normal. The battery was returned to the vendor. The vendor found an internal anomaly with the battery but it is not known if this happened before the device reached end of service. The cause of the premature battery depletion could not be determined.